Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2004 along with concurrent hysterectomy due to sui. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent mesh revision on an unknown date in 2004 and 2010. Patient also underwent mesh ex-plant on (B)(6) 2007 for vaginitis and urinary retention. No additional information was provided.

Manufacturer narrative:
.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2004, and mesh was implanted and on (B)(6) 2007, monarc was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent burch suspension on (B)(6) 2006 due to sui and underwent urethropexy (miniarc) on (B)(6) 2010 due to sui. It was reported that patient underwent excision of vaginal tape, vaginal plication, cystourethroscopy on (B)(6) 2011 due to vaginitis and sui. (B)(4).